Manufacturer narrative:
(B)(4). The complaint opt316 nasal cannula is en route to fisher & paykel healthcare in (B)(6) for further investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that an opt316 optiflow junior nasal cannula came apart where the tubing meets the swivel connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was returned to f&p in new zealand and was visually inspected. One of the swivel grip tube is undamaged and detached from the swivel grip (this is the complaint part). The other swivel grip tube is stretched (damaged) and detached from the swivel grip (this damage was done by a hospital staff to "test the strength of the system"). Result: visual inspection revealed that one of the flexitubes (cannula tubing) was damaged at the swivel grip joint, which connects to the breathing circuit. Conclusion: we were unable to determine the cause of the reported failure. Previous investigations of this type has most likely to have been caused by excessive pulling force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that an opt316 optiflow junior nasal cannula came apart where the tubing meets the swivel connector. No patient consequence was reported.